Event description:
It was reported that an alarm was heard and confirmed by telemetry due to a zero ml reservoir volume was reached. It was stated that the low reservoir alarm date was (B)(6) 2013. Per the reporter, the patient was reporting being more"jumpy" when lying down, and had some increase in tightness. The reporter stated they will reduce the dose to 200 mcg/day and give the patient oral baclofen as well. It was noted that the patient had just missed their refill date. The pump system was being used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).